Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that surgery occurred to explant and replace the lead to address the issue.

Manufacturer narrative:
Date of event¿ is estimated.

Event description:
It was reported that the patient's lead migrated and patient experienced ineffective therapy. Reprogramming did not resolve the issue. Surgery may occur to address the issue.